Manufacturer narrative:
The evaluation has been completed. One opened se5625b pouch from lot x2127 was returned. The expiration date on the label was 2023-dec-05. The pouch contained one 25ga bi-blade vitrectomy cutter. The assembly was dirty with dried solutions and particulates all over the outer needle shaft and port area. The assembly appeared used. The tip protector was not received. The needle was bent at the base and near the tip of the handpiece. The port window was in the opened position. The back cap was correctly positioned with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter did not cut. The cutter had good aspiration and was not blocked. It should be noted that a bent needle could contribute to poor cutting performance. Due to the returned condition, being loose in the pouch with no tip protector, the root cause of the bent needle cannot be determined. Manufacturing and sterilization records for se5625b, lot x2127 were reviewed and found to be acceptable. This investigation is complete.

Event description:
The user facility in the united kingdom reported the cutter was not cutting efficiently from the beginning of surgery. The aspiration was still working according to the surgeon. Once the cutter was changed, everything was fine. There was no patient impact nor medical intervention required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.